Event description:
It was initially reported that during the surgical procedure the device destroyed an autograft skin specimen. As a result an add'l unplanned graft was required to complete the surgery. There were a total of three grafts needed to be taken throughout the duration of the surgery. An alternate device was retrieved and used to complete the surgery with a delay of unk length.

Manufacturer narrative:
May 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was mfg on 05/23/2013 and has no repair history at zimmer surgical. Investigation revealed the test cutter did not rotate smoothly through the comb. There was gouging to the side plates. Prior to repair, the test mesh passed. The device included replacement of the side plates, comb, comb springs, roller gear and ball detents. The reported event was not reproduced during testing and a cause cannot be determined. If the problem persists, it is recommended that the customer return any cutters associated with the prod for eval. Add'l, per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance." The device was repaired and returned to the customer.